Event description:
It was reported that following a pump replacement the pt experienced overdose with cardiovascular problems, cognitive symptoms, hypotonia, respiratory problems, somnolence, and weakness. The pt was apneic and was hospitalized in the ICU for monitoring. The pump was used to deliver lioresal 2000 mcg/ml. The dose was adjusted (decreased from 1260 mcg/day to 630 mcg/day) which resulted in improved vital signs and resolved somnolence. The pt outcome was serious injury/illness - recovered without sequelae.

Manufacturer narrative:
(B) (4) cardiovascular problems.